Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the available log files confirmed a driveline power fault alarm that activated on (B)(6) 2025. The alarm was associated with power b broken fault flags, and the alarm did not reoccur after it was cleared. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. It was noted that evaluation of the returned modular cable confirmed corrosion in the modular cable¿s inline connector. Corrosion on the electrical contacts can contribute to higher resistance and therefore could have contributed to the driveline power fault alarm; however, the modular cable investigation was unable to conclusively identify the root cause of the driveline power fault alarms. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook rev. A, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault alarm on (B)(6) 2025. The alarm was cleared and had not returned. Log files were sent for review. The event log file confirmed the driveline power fault (power line b) starting at 13:43 on (B)(6) 2025. The modular cable and system controller were exchanged.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.